Event description:
It was reported that during a vats lobectomy procedure, the device was fired three times on separate pulmonary vessels. Each firing resulted in inadequate hemostasis. Clips were placed on each vessel to achieve hemostasis. The anterior branch of the pulmonary vein dehisced post firing (but during the procedure) and this resulted in converting to an open lobectomy to repair the vessel and achieve hemostasis. The procedure was prolonged by 45 minutes. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: response to questions: after the procedure was converted what was done to achieve hemostasis? Anterior branch of the pulmonary vein was repaired with a 4.0 prolene, product code 8557h. How much blood did the patient lose? Unknown. Did the patient require a blood transfusion? If so, how much blood was transfused. No transfusion required. It was oozing at the cut line - the pulmonary veins can be very thin and this is where a grey cartridge would be ideal, if we had one for the ets35. The staple line dehisced later during the case; the case was converted to open to repair the pulmonary vein.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.